Manufacturer narrative:
The hybridknife® flex t-type (knife) was sent to erbe for examination. The inspection revealed the electrode tip was no longer attached to the electrode holder (i.e., the body). The electrode tip was not provided for examination; therefore, the opposite edge of the break location could not be assessed. Further inspection of the knife revealed the weld seam adjoining the electrode tip to the body was no longer fully intact. Based on the reported incidents, there are most likely many factors involved with the reported events (i.e., equipment settings, activation times, endoscopic technique, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the event.

Event description:
It was reported that an incident occurred with a hybridknife® flex t-type (knife) during an endoscopic submucosal dissection (esd). No information was provided regarding any other accessories, equipment, or settings employed during the event. Per the report, the electrode tip on the knife "fell off" during the procedure. The report did not indicate an exact date of occurrence, only noted "between january and early february." There were no reports of any patient injury.